Event description:
A 26 mm diameter x 15 mm x 16.5 cm length aneurx bifurcated state graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysma. The aneurysm was 7 cm in diameter, the aortic neck had a 70+ degree angulation and it was 25mm in diameter, it was 12 mm in length and the stent graft was implanted 1 mm below the lowest renal artery. The stent graft had 3 mm fixation bilaterally. It was reported the patient presented with a ruptured aneurysm and the stent graft was explanted. The aortic neck was reverse funnel shaped and it had dilated to 28 mm in a diameter due to disease progression. No additional clinical sequelae were reported.

Manufacturer narrative:
Device failure/lack of effectiveness related to patient condition (aortic neck angulated, dilated and reverse funnel shaped).